Manufacturer narrative:
Email is: regulatory.responses@icumed.com. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lo number was provided, therefor no device history report (DHR) review could be performed.

Manufacturer narrative:
Other text: d4: lot number, expiration date, UDI number and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient in therapy with speech and occupational therapist (ot) noticed the trach flange was snapping close to the base of the trach. An emergency trach change performed by registered nurses. Adverse patient effects are unknown.